Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA·2014·n·0736·1515, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported she had to have a hysterectomy due to many issues with essure. She also reported that her kids feared her due to mood swings. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy due to many issues with essure. This event is serious due to medical importance and listed in the reference safety information for essure. She also experienced other non-serious event. Although in this case the surgery's indication was not specified, considering hysterectomy may be required if device removal is necessary, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.